Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, pt reported she inserted her infusion site today in her leg and noticed she was having elevated blood glucose so she decided to remove the site and insert a new one. Pt stated when she removed her infusion site, she had a bump on her leg where the insulin was pooling. She stated there was discomfort when inserting the site into her leg. Advised on proper infusion site insertion. Pt reported she received readings above 400 mg/dl. Pt's normal blood glucose is in the 150's mg/dl. Pt reported she bolused through her tubing and insulin came out. Pt stated no error messages were received on the infusion device. Advised pt to continued to monitor her blood glucose and contact her healthcare professional. On follow up call on (B) (6) 2010, spoke with pt's husband who knew about incident and stated he massaged the site and was able to get the bump on her leg to go down. He stated her body did absorb the insulin and her blood glucose went down. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.